Event description:
It was reported to philips that a unit had a battery alarm. The device did not have patient involvement at the time the issue was discovered. There was no patient or user harm reported. The unit shut down automatically after turning on the machine and cycled repeatedly. The service technician troubleshooting the device recommended replacing central processing unit (cpu) board. Additional information was received that a faulty battery was what was causing the issue. The unit passed testing after the bad battery was disposed and replaced. The device returned to full functionality.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Based on information received and upon further review of this case, it was determined that this is a duplicate of the complaint that was also reported through MFR report number 2031642-2022-00147. This report is being redacted and any further information that will be received on this case will be reported under MFR report number 2031642-2022-00147.